Event description:
New information received notes that externalized conductors were observed via fluoroscopy on previously partially capped lead.

Manufacturer narrative:
Analysis revealed an insulation abrasion on the is-1 connector at 7.6 cm from connector pin; this would cause the reported noise when in contact with the ICD can. The lead abrasion is consistent with that produced by friction with the ICD can.

Manufacturer narrative:
No medwatch form was received.

Event description:
During a follow up, noise was observed on the atrial and ventricular channels.